Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure, bleeding, infection, respiratory failure, hemolysis, renal dysfunction, and cardiac arrest could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed the intentional pump stops that occurred in order to treat the patient. The log files captured intentional pump stops; however, it was reported that the patient developed progressive right ventricular (rv) dysfunction post-op and went to catheterization lab for protek duo right ventricular assist device (rvad) insertion at the time of the intentional pump stops. No other atypical events were captured. Multiple attempts were made to obtain additional information from the customer regarding the product return; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10mar2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure, bleeding, infection, respiratory failure, hemolysis, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The system monitor section of the heartmate 3 lvas IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that the patient was taken back into the operating room on post-op day 1 following heartmate 3 implant for right ventricular assist device (rvad) placement due to severe vasoplegia and right ventricular failure. Starting on (B)(6) 2021 the patient began having uptrending creatinine (up to 2.38 from 0.85) and became oliguric. Lasix was continuously given throughout the course of the patient's ICU admission with minor effect on urine outputs. On (B)(6) 2021 continuous veno-venous hemodilation (cvvhd) was initiated following decreased urine output. The patient could not tolerate cvvhd and urine volume did not improve due to profound hypotension. Palliative measures were taken before the patient passed away on (B)(6) 2021.

Event description:
It was reported that the patient experienced bleeding from groin on (B)(6) 2021. The patient was transfused an additional unit of packed red blood cells on both (B)(6) 2021. The patient was placed on empiric course of antibiotics until (B)(6) 2021 due to elevated white blood cell count. All cultures were negative during this time. One of two blood cultures were positive for vancomycin-resistant enterococcus on (B)(6) 2021. Broad spectrum antibiotics (vancomycin/meropenem) were restarted and vancomycin was discontinued and substituted with linezolid. The patient experienced hypoxemia which was likely secondary to volume overload. The patient was kept on prolonged mechanical ventilation course. The patient underwent tracheostomy for respiratory failure on (B)(6) 2021. The patient lactate dehydrogenase was at 3851 on (B)(6) 2021 which indicated hemolysis. The source of the hemolysis was suspected to be due to the protek duo right ventricular assist device (rvad). The rvad was removed the same day due to thrombus. Lactate dehydrogenase (ldh) levels continued to elevate up to the patients expiration on (B)(6) 2021. The patient continued to deteriorate post rvad removal and patients family decided to withdraw support. Pump support was withdrawn on (B)(6) 2021 and patient expired at 2:23 pm with primary cause of death being listed as cardiac arrest.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's respiratory failure started on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported right heart failure, bleeding, infection, respiratory failure, hemolysis, and cardiac arrest could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed the intentional pump stops that occurred in order to treat the patient. Multiple attempts were made to obtain additional information from the customer regarding the product return; however, no additional information was provided. No product is available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure, bleeding, infection, respiratory failure, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The system monitor section of the heartmate 3 lvas IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 10mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed progressive right ventricular dysfunction post-operation and went to the catheter lab for protekduo right ventricular assist device insertion on (B)(6) 2021. The patient experienced bleeding from endotracheal tube on (B)(6) 2021. The bleeding was thought to be of oral and not bronchial origin. The patients hemoglobin decreased o 6.7 from 7.4. The patient was transfused 2 units of packed red blood cells. Hemoglobin recovered to 8.4 on (B)(6) 2021. Log file analysis captured alarms associated with new implant. Additionally the log contained pump off alarms associated with an intentional pump stop on (B)(6) 2021 @8:04am. The event duration was ~4 seconds long and the pump resumed normal operation once the pump re-established the set speed. Low flow and low speed alarms were also noted.